Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the blade remained in the lower jaw of the device. Engineering disassembled the event unit and observed that the blade pusher, an internal component of the device, was damaged. Based on the condition of the returned unit, the reported event was caused by the damaged blade pusher. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report represents a combined initial and follow-up report.

Event description:
Procedure performed: lap. Salpingectomy. Incident description: "[surgeon] opened a voyant maryland fusion and the jaws would not open. Another device was opened and used." Additional information was received from applied medical health system specialist, via e-mail on january 24th, 2020: the procedure was a lap salpingectomy. No audible noise or visual damage was observed to the device prior to this experience. Hospital contact information was provided. Additional information was received from applied medical health system specialist, via telephone on february 28th, 2020 at 1009; rep. Stated that the scrub tech who was originally assisting in the case quit working at the hospital shortly after the case was completed. When the rep. Tried to find other scrub techs and other people present during the surgery, the only information that could be provided to him was that they were unsure as to exactly what happened. Patient status: no patient injury.